Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic oophorectomy on (B)(6) 2013 and suture was used. During the procedure, the suture broke at the first stitch when sewing aponeurotic fascia. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The returned suture was 62cm long with a small knotted loop at one end with a broken end and the other end broken in the needle barrel, based on the clear delineation of blood-stained and non-blood-stained boundry at that broken end. No suture was observed in the barrel of the returned separate needle. The circumstances and amount of force required to cause the breakages could not be determined. The returned 62cm suture and separate needle did not account for the entire suture product, so a complete examination was not possible.